Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined that the unit would not power on and signs of burning/charring was found on the power cord. The power inlet module and wye power cord were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the unit will not turn on. There was no patient involvement. No adverse events were reported as a result of this malfunction. Physical indication of burn and char at product evaluation investigation. No additional event information available.